Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay 85 device. The relay 85 device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012. (B)(4)

Event description:
"The doctor couldn't advance the delivery system in position 1, because of the defective connection between the tip and sheath. So he took it out and implanted a relay unit of 32mm." Patient outcome: "the physician implanted another stent graft successfully."